Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem (unable to secure to a monitor ) was confirmed. Upon investigation the electrode belt trunk cable connector and locking nut were missing. The root cause for the missing connector and locking nut was likely physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to secure a monitor.